Manufacturer narrative:
Follow-up #1: date of submission: 04/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the pump¿s black box data and alarm history showed no rewind motor errors (cs 078). The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours successfully with no alarms occurring. The pump was opened and no mechanical issues were observed. The complaint of a motor rewind issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.